Manufacturer narrative:
This report is being submitted to report (B)(4). The device is expected for evaluation, but has not yet been received. Once the investigation has been completed. A follow up medwatch will be submitted.

Event description:
It was reported that the hex of the implant was damaged and that the abutment would not seat. There was no report of patient injury.

Event description:
It was reported that the hex of the implant was damaged and that the abutment would not seat there was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of report: 22 aug 2019. Description of event: it was reported that the hex of the implant was damaged and that the abutment would not seat there was no report of patient injury. Date of report: expiration date: 01 aug 2008. Date rec'd by MFR: 21 aug 2019. Type of report: follow up. Reportable event: malfunction. Type of follow up: additional information, device evaluation. Manufacture date: 28 aug 2003. Single use: yes. The reported device was not returned for evaluation. The customer has returned one image of the implant drive feature, which indicates that the implant is rounded out and shows signs of damage. The reported condition of an implant with a damaged hex is confirmed based on the image received. A device history record (DHR) review for the reported device lot was performed it was confirmed that no discrepancies relevant to the reported event were found. A complaint history review was completed for the reported device lot for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined it was reported that a stone burr was used on the implant hex, which likely contributed to additional damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.